Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This report was submitted as part of a retrospective review and remediation per d00916038. Continuation of d10: product ID: d-evprop23-29; product type: 0195-heart valves; lot: 00111076979; product ID: l-evprop23-29; product type: 0195-heart valves; lot: 00110072913 product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: heart failure is listed in the device instructions for use (IFU) under potential adverse events, and can be related to several factors (procedure, patient comorbidities). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be determined with the information available. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic valve, cardiac decompensation was identified via blood test. A high level of creatine was noted. A chest / thoracic x-ray and echocardiogram were performed. The x-ray noted pulmonary overload and the echocardiogram noted an elevation of pressure in the left ventricle. Intravenous medication was required. The physician reported this was likely due to the procedure but unlikely related to the medtronic products. The specific cause not reported. This event had prolonged hospitalization but, ultimately resolved 11 days following onset. Approximately 8 months following the valve implant of, chest pain, dyspnea and orthopnea was experienced. Three weeks later the patient presented to the emergency room with progressive aggravation of symptoms. The first diagnostics showed a global cardiac decompensation. Computed tomography (CT) imaging showed cardiovascular overload. One day later the patient was admitted. Echocardiogram then showed preserved ejection fraction. Medication was administered. One day after admission atrial fibrillation was identified. No treatment was provided for the atrial fibrillation. Per the physician, the valve did not cause or contribute to the atrial fibrillation. Fifteen days after this hospital admission the patient was discharged. No further treatment was reported and the event was reported as not resolved. This recent cardiac decompensation episode was reported to have had multi-factorial causes. However, the primary cause as reported to be considered was an atrial fibrillation event. Per the physician, this recent cardiac decompensation was not related to the valve or the valve implant procedure. No additional adverse patient effects were reported.